Manufacturer narrative:
This adverse event was not related to the use of eversense continuous glucose monitoring system. The user was admitted to the hospital after experiencing symptoms consistent with a transient ischemic attack (tia). The user was admitted to the hospital for observation and underwent an MRI before being discharged. No further investigation was found necessary.

Event description:
On june 11, 2024, senseonics was made aware of an incident where user was admitted to ER and having symptoms of weakness, feeling dizzy and numbness in the left arm. The examining ER doctor suspected it was due to transient ischemic attack (tia). The adverse event was not related to the use of the eversense continuous glucose monitoring system.